Manufacturer narrative:
Diopter: 24.50 se/2.0. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Implant and explant dates: unk. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found no visible damage to the lens. There was evidence of dry clear surgical residue on lens surface. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted an aa4203tf 24.50 se/2.0 diopter silicone single piece lens with toric optic. The lens was inserted into the patient's eye. The lens was implanted and a ora (optiwave refractive analysis) test was performed, the result was that the lens was not a proper fit and the lens was removed. There was no patient injury. No further information available.

Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause fitment issue of the lens. Physician report does not indicate that any exceptional event or condition would have caused a fitment issue. Per medical review: reportedly, upon insertion of a silicone lens with a toric optic the surgeon used ora (optiwave refractive analysis) system and determined that the lens was not a proper fit for a patient so he decided to remove the lens intraoperatively. No reported problem with the lens or injector. No reported incision enlargement or any other tissue damage. According to report by a technician, dated on (B)(6) 2016, there was no patient injury. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).